Event description:
The facility reported a colleague infusion pump with failure code 814:04. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). In the follow-up medwatch 001, was marked as additional information and device evaluation. However, there was no additional information, therefore, that box should not have been checked.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 814:04 was confirmed and reproduced during product evaluation. This condition was caused by a disconnected air in line (ail) printed circuit board (pcb) to the pumphead module j1 connector. The ail pcb was reconnected to resolve this condition.